Manufacturer narrative:
The device was returned to olympus for inspection. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction scope communication error e227 was traced to component failure. However, the probable cause of foreign objects at c-cover could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonovideoscope to the service center for evaluation related to a separate issue. During device evaluation, the service repair technician identified the device had foreign objects at c-cover and scope communication error e227. There was no patient involvement.